Event description:
Patient complained the system was bothering her. Doctor decided to remove the system after advising her of possible outcomes of not having device. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.